Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observations, (B)(4) issued on (B)(4) 2010.

Event description:
On (B)(6) 2009 when pt received the first aligner, the pt developed hives in his lips. The doctor reported that the pt broke out in hives and ulcerations. The pt tried to continue the treatment, but after the second aligner was delivered, the symptoms became worse.